Manufacturer narrative:
Summary of event: as reported, a cloversnare 4-loop vascular retriever was unable to retrieve a cook celect inferior vena cava filter. The filter, which had been in place for four months, was embedded into the caval wall. The physician captured the filter hook with the cloversnare; however, the filter could not be removed. The hook of the filter then straightened with application of additional force. The physician decided to leave the filter in place. No follow up procedures will be conducted to retrieve the filter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint on the cook celect filter was reported by william cook europe under report reference number 3002808486-2023-00151. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿excessive force should not be used to manipulate or retrieve foreign objects.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cloversnare 4-loop vascular retriever was unable to retrieve a cook celect inferior vena cava filter. The filter, which had been in place for four months, was embedded into the caval wall. The physician captured the filter hook with the cloversnare; however, the filter could not be removed. The hook of the filter then straightened with application of additional force. The physician decided to leave the filter in place. No follow up procedures will be conducted to retrieve the filter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint on the cook celect filter was reported by william cook europe under report reference number 3002808486-2023-00151.